Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered three shocks due to t-wave oversensing and double counting. The patient mentioned that they were experiencing palpitations. The patient was admitted to the hospital for evaluation, and the therapy was turned off. Exercise tests, troubleshooting and closely monitoring the patient was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered three shocks due to t-wave oversensing and double counting. The patient mentioned that they were experiencing palpitations. The patient was admitted to the hospital for evaluation, and the therapy was turned off. Exercise tests, troubleshooting and closely monitoring the patient was discussed. This system remains in service. No further adverse patient effects were reported.